Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the placement procedure. The lead exhibited low high-voltage impedance measurements with decreased r- wave sensing. The lead was repositioned four times to no avail. The lead was removed and replaced. No patient complications have been reported as a result of this event.